Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was off the bus. A field service engineer arrived at the station with the upgrade completed, but the station was not communicating with the hospital network, and the drawers were also not communicating and could not be opened. The fse logged into cfn admin and found that the nic adapter configuration had been swapped. The nic cables under the top cover were physically swapped, which allowed the ethernet 6 port to detect the hospital network and restored pyxinet communication to the drawers. The station was rebooted, and it successfully communicated with the hospital network. The customer was able to inventory the drawers with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis was off the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.